Event description:
It was reported that the burr was stuck with the guidewire. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm, 1.25mm rotalink burr and two rotawires were selected for use. During the procedure, the first rotawire was crossed and the physician prepared a 1.5x12mm non-boston scientific balloon for pre-dilation, but failed to cross. A 7f non-boston scientific guide catheter was replaced and the guidewire was exchange to a grinding guidewire through the microcatheter. An in vitro test was performed and after that, the physician delivered the burr through the y-valve and used a low speed for easier delivering, at which point it failed to push and indicated a stall. After stopping the rotation speed and retracting, it was found that the burr was holding with the guidewire and could not be withdrawn from the burr alone. Then, the operator chose to withdraw the abrasive head together with the guidewire but still could not withdrawn. The burr was inside the guiding at the time of the incident and the physician then replaced the guide wire and burr, but the same problem occurred. The procedure was completed with a different device. No complications were reported, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis and was used for functional testing. The returned rotawire was able to be removed but was not able to be reinserted due to a kink in the rotawire. In order to confirm the functionality of the returned burr catheter, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed with no resistance or issues. Further functional testing was performed using a test 7f guide catheter. During testing, the burr catheter was able to be fully inserted and removed from the test guide catheter with no resistance or issues. As the advancer used in the procedure was not returned, a test advancer was used during analysis. When the returned burr catheter was connected to the test advancer, the test advancer was able to reach and maintain optimal rpm using the test burr catheter. Product analysis confirmed the reported stuck rotawire, as the returned rotawire was kinked and was unable to be reinserted into the returned burr catheter. The reported guide catheter issues were not able to be confirmed as the returned burr catheter was able to be fully inserted and removed from the guide catheter with no resistance or issues. The reported stall was not able to be confirmed as the returned burr catheter was able to reach and maintain optimal rpm using a test advancer. The clinical circumstances were not able to be replicated. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck with the guidewire. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm, 1.25mm rotalink burr and two rotawires were selected for use. During the procedure, the first rotawire was crossed and the physician prepared a 1.5x12mm non-boston scientific balloon for pre-dilation, but failed to cross. A 7f non-boston scientific guide catheter was replaced and the guidewire was exchange to a grinding guidewire through the microcatheter. An in vitro test was performed and after that, the physician delivered the burr through the y-valve and used a low speed for easier delivering, at which point it failed to push and indicated a stall. After stopping the rotation speed and retracting, it was found that the burr was holding with the guidewire and could not be withdrawn from the burr alone. Then, the operator chose to withdraw the abrasive head together with the guidewire but still could not withdrawn. The burr was inside the guiding at the time of the incident and the physician then replaced the guide wire and burr, but the same problem occurred. The procedure was completed with a different device. No complications were reported, and the patient's status was stable.